Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation was unable to confirm the failure during an assessment; however, an olympus field service engineer (fse) confirmed the failure as the unit performed white balance itself. Also, error logs showed white balance faults (e841, e850). Faulty printed circuit boards were suspected to have caused an intermittent problem. There was no signs of water damage were found inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis x1 video system center had no image with intermittent flashing and white balance error on the screen. This happened during a diagnostic colonoscopy procedure which was completed with a similar device. Prior to the procedure, the device was inspected and was working correctly. Patient¿s anesthesia was extended by 20 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue (no image resulting in a procedural delay) could not be reproduced during the evaluation. Therefore, the root cause could not be identified. Olympus will continue to monitor field performance for this device.